Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: email address unknown / not provided.

Event description:
It was reported that the implant indicated in the external packaging as reference tsx37b8 lot 2120019537 had a tsx 3.7 lg 11.5 and the traceability stickers belongs to tsx37b8 lot 2120019537. Implant was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email address. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) tsx37b8, (tsx implant, 3.7mmd, 8mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2120019537. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120019537 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : incorrect or missing label¿ the customer submitted an image for the reported event. The image was of an implant package and vial. The labels indicated the device was a tsx37b8 lot 2120019537. An x-ray was also submitted of an implant measuring 12mm. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information and submitted images, a labeling malfunction could not be confirmed. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.